Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: bi30000108, serial/lot #: n/a the manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the handswitch was replaced. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis the handswitch was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was confirmed. It was installed into a known working system. Multiple 2d and 3d images were taken while moving handswitch around, all were successful. Visual inspection shows the rear hanger was damaged, fall off rear of handswitch. Physically damaged handswitch was observed. Eval code method 10 is associated with this analysis eval code result 180 is associated with this analysis eval code conclusion 4307 is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that a message on the mobile view station (mvs) stated " navigation may be inaccurate." When the site tested their accuracy they did see that they were about .5cm inaccurate in the anterior direction. It was noted that the surgeon puts a plastic bag over the reference frame when he takes his spins. There was no reported impact to patient outcome and no reported delay.